Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located on the moderately tortuous and mildly calcified forearm cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. During procedure, the balloon ruptured on the first inflation at 15 atmospheres for 30 seconds. The device was removed without any problem and it was noted that the rupture was vertically separated. The device was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: symmetry balloon was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located within the distal balloon sleeve 1mm proximal from the proximal markerband. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft, or tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located on the moderately tortuous and mildly calcified forearm cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilation. During procedure, the balloon ruptured on the first inflation at 15 atmospheres for 30 seconds. The device was removed without any problem and it was noted that the rupture was vertically separated. The device was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.